Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while trying to make the initial incision the knife was blunt and the bevel end is slightly curled up. This is one of two reports from this facility.

Manufacturer narrative:
Additional information has been provided. One opened and five unopened knives were received in blisters for the report of blunt knives with bevel slightly curled. The opened knife was incorrectly seated in the blade protector tray and scratches were visible in the petg of the blister. The returned samples were visually inspected and sample 1 was found non-conforming with a damaged tip and a damaged cutting edge and samples 2,3,4,5, and 6 were found to be conforming. Samples 2,3,4,5, and 6 were then functionally tested for penetration and were found to be conforming. Penetration testing could not be performed on sample 1 due to the damage of the sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned opened sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).